Manufacturer narrative:
No related complaint received with return of device. Failure (event) observed during analysis. The device could not be interrogated upon receipt. The device was tested on the bench and high current was observed. The cause could not be conclusively determined. (B)(4).

Event description:
This report is to advise of an event observed during analysis.